Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient's pump had unspecified catheter problems and she also stated that she "did not get medication." The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.